Event description:
(B)(4) in tech states the provider stated the end user alleged the chair would drive and then shut down and yellow lines would come across the joystick on the bottom, end user would turn off the chair and the yellow lines would go away. Provider states he could not get the error to duplicate, no property damage or injury alleged. Provider disconnected and no further information provided.